Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, in the resection of the vessel, the handle was able to recognize the reload but there was a problem loading the device. The stapler was not able to fire using the first reload but the surgeon was able to press the safety button and press the firing button. After correctly firing the vessels with the loads indicated, when initiating the withdrawal of the blade and subsequent opening, the load made a movement by turning like a boat sail. There was no patient injury.